Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a crack below the pump segment of an IV tubing during a tpn infusion, dosage and rate not provided. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set was cracked and leaked was not confirmed. Visual inspection of the set noted no obvious damage or any issues. Functional and pressure testing was performed; no leaks were noted anywhere on the set. The root cause of the customer¿s report of set damage and a leak was not identified.